Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a faulty lcd. This condition occurred upon power up of the device but it was not reported in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty liquid crystal display was confirmed during product evaluation. The assignable cause of the reported problem was a faulty/defective main liquid crystal display. There is no evidence of any actions being taken in order to correct this condition. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5.